Event description:
This rv lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2012 due to lead due to lead fracture. The physician was dr. (B)(6) at (B)(6) memorial in (B)(6), il. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).